Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with glucose values exceeding 400 mg/dl after the ilet system was not connected for approximately two days, and the user lacked fingerstick and ketone testing supplies; the user changed the cgm sensor and transmitter and received troubleshooting and education with instructions to follow clinical guidance. Symptoms included irritability. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included user interview, device-use review, and troubleshooting with education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia given the period without ilet connectivity. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.